Manufacturer narrative:
Analysis of the recharger found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
The consumer reported her internal battery was completely dead. The recharger would not charge/take a charge, had a blank screen, and would not power up. The programmer was used to check the implantable neurostimulator. Stimulation was turned all the way down, but it was now showing a completely empty battery. The cord where the two arrows plug in was checked and the patient unplugged everything and re-plugged it back in. The connector pin appeared to be fine. There was a green light on the desktop charger. Information later received from the consumer reported they were sent new equipment. It was noted the issue was quickly resolved. No further information was reported. A follow up report will be sent if additional information is received.